Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string pulled out and the tampon remained inside. She was unable to remove the tampon and went to the emergency room for assistance with removing the tampon. She visited her doctor and was prescribed antibiotics for three days as a precaution. She has completed treatment and is doing fine.